Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited by patient anatomy, interaction with other devices or other procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The bifurcated target lesion was located in the left anterior descending artery (lad) and the diagonal artery. The promus element plus stent was selected for use and implanted in the diagonal with 2mm of the proximal end extending into the lad. When a predilitation balloon was used in the lad, the 2mm of the implanted stent that had extended into the lad were crushed back onto the rest of the stent, but did not close off the vessel. An unknown manufacturer's stent was implanted in the lad. No further patient complications were reported and the physician considered the outcome to be 'fine'.